Manufacturer narrative:
Type of investigation: 4121 - event history log review manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via analysis of the submitted log file; however, the reason for the controller exchange could not be determined through this analysis. The submitted system controller event log file contained approximately 1 day of relevant data (10mar2023 ¿ 11mar2023 per the timestamp); the exact time span of the log file cannot be determined as system controller clock was initially set to the default timestamp of 01jan2000. The driveline was connected to the controller for the first time on the timestamp of 01jan2000 at 00:03:21; this is consistent with the reported event stating that a controller exchange occurred. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The submitted system controller periodic log file contained approximately 1 day of data (10mar2023 ¿ 11mar2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the lsl without issue throughout the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including the reason for the controller exchange; however, no response was received. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged at an outside hospital for an unknown reason. It was also noted that the driveline was pulled significantly out of the body. Log files were submitted for review and found no unusual events. Related manufacturer's reference # for the driveline trauma: 2916596-2023-01609

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.